Manufacturer narrative:
(B)(4). According to the service order report (B)(4) the service technician performed an inhouse repair as follows: "intermittent head error and reference error - replace power supply and rfd connection cable. Operated unit for 48 hours without issue. Pm, functional test and safety check as per the service manual. All tests passed. Checks / safe to operate" parts used: 1 x connection cable rf drive socket (701034666). Thus the failure could be confirmed. The most probable root cause in this case could be determined as a defective rfd connection cable and power supply cable. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. Further investigations concerning the failure "head error" are carried out with the nc-17-06-011.

Event description:
It was reported that the service technician observed a "head error-problem" with the rotaflow console. A patient involvement was not reported at this time. Complaint onetrack: (B)(4).